Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section procedure on about (B)(6) 2015 and suture was used. Fluid drainage was noticed the next day. On (B)(6) 2015, the patient returned to the hospital and a dehiscence was confirmed and the incision was re-closed. It was reported that the suture had eroded away where it snapped in the core and the patient's left side was open which is where the device would have been initiated. Additional information was requested.

Manufacturer narrative:
It was reported that the patient is doing well. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.